Manufacturer narrative:
Exemption number e2019001. The device was returned for analysis. The reported leak was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appears to be a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
Subsequent to the initial report, additional information was received. The reading of the first indeflator's gauge was incorrect. No additional information was provided.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. B3: date of event has been estimated. It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. The other additional unknown indeflators referenced in b5 are being filed under a separate medwatch report number. H3 other text: it is unknown if the device is returning for analysis.

Event description:
It was reported that the procedure was to treat an unspecified coronary artery. Three indeflators were used. However, the pressure gauge of the first indeflator failed, the second indeflator failed to inflate and leakage was noted in the third indeflator. Therefore, other indeflators were used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.